Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. In addition, it was reported that the insulin gauge displayed an inaccurate fill estimate of 8 units. Reportedly, the cartridge was filled with approximately 100 units of insulin. Although requested, the customer declined to perform troubleshooting on the reported fill estimate issue. The customer's blood glucose level was 212 mg/dl.